Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported power failure. After unrelated repairs were performed, proper device operation was observed through functional and performance testing was observed. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device initially did not respond when attempting to power the device off. After removal of the batteries and an attempt to power the device back on, the device would not respond. Approximately an hour later, the device reportedly was able to be powered on. There was no patient use associated with the reported power issue.